Event description:
In 2008, a reporter/layperson (mother) spoke with a customer care advocate, cca, alleging that the pt/layperson's one touch ultralink meter prompted error 4 during a test at 9pm the day before. The reporter did not specify who was performing the test, reporter or pt. The pt was tested on another unk meter, result 130 mg/dl. After the test, either the pt or the reporter presumably bolused novolog insulin with no ill affect. The pt had no symptoms of either hypo or hyperglycemia before or after the alleged issue. The cca replaced the meter and test strips when it could not be resolved. This senior medical affairs specialist has classified the complaint based upon info, the reporter gave to the cca. Because the pt had no symptoms and presumably, based upon the info, took her insulin with no ill affect, there is no evidence a serious injury occurred. However, since the issue could not be resolved, the complaint is a malfunction.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.